Event description:
It was reported that the bd nexiva¿ closed IV catheter was unable to disengage needle. The following information was provided by the initial reporter: when staff inserted the nexiva, they are able to get flashback and guide the catheter into the pt. When they try to retract the needle, it will retract to the "click" but then they will be unable to pull out the needle from the catheter.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the needle completely retracted however the tip shield has not separated from the catheter adapter assembly. The second photograph displays the catheter still inserted in the patient¿s vein with the needle retracted in the tip shield but not decoupled. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. Without the actual sample it could not be determined exactly where or how this defect occurred. During manufacturing operators perform visual inspection and function retraction testing per the sampling plan. Additionally, setup and maintenance is performed per the quality plan to ensure proper functioning of the equipment. The preventative maintenance records were inspected and verified as up to date during the manufacturing of this batch. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter was unable to disengage needle. The following information was provided by the initial reporter: when staff inserted the nexiva, they are able to get flashback and guide the cathter into the pt. When they try to retract the needle, it will retract to the "click" but then they will be unable to pull out the needle from the catheter.